Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation and dry skin after wearing the device. He reported that he typically experiences dry skin in the winter, but the lifevest contact is irritating or exacerbating existing condition. The patient's physician recommended ending use. During a follow-up, it was reported that the patient's irritation improved after ending use.